Event description:
It was reported that this right atrial (ra) lead had fracture. During the removal, the physician accidentally disconnected the lead. This lead was never in service and was surgically abandoned. No additional adverse patient effects were reported.